Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had boot up issue. Review of log file confirmed the issue with disk. The philips engineer replaced the disk and restored ghost. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system failed to start. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.